Event description:
Phacoemulsification commenced after usual proceds to open eye and lens capsule. There was incomplete power transmittal by the tip on initiation of sculpting the lens as evidenced by strained sound and poor sculpting. Tip removed and tightened. On second attempt same result and corneal wound noted to have moderate burn with light opacification of stroma & mild tissue shrinkage with some wound gape. Switched to another machine to complete procedure. Suture required to close wound.